Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 433 mg/dl due to having received the wrong bottle of insulin from a pharmacy. Customer indicated that they passed out and woke up in an ambulance due to low blood glucose of an unknown level. Customer also indicated that the cannula gets clogged and insulin delivery is not fast enough. Customer wanted to document the incident only and declined troubleshooting.